Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff had an inflation/deflation issue, wherein the balloon broke after 5 days of installation. The customer indicated that patient was reintubated.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed the tube is missing the distal half. An inflation/deflation test was performed. No reported event was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.